Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ablation procedure, the pulse generator exhibited backup vvi operation. Attempts to restore the device through a software download were not successful. The device was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.